Event description:
It was reported that the lead exhibited varying sensing values of 2.4 mv to 8.7 mv. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.